Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's wife reported that the patient's device was alerting. Follow up with the physician's office, indicated that they suspected that the device alert was triggered due to electromagnetic interference. The patient is noted to be in hospice care and a magnet is currently taped over the device to disable high voltage therapies. The device remains in use. No patient complications have been reported as a result of this event.